Manufacturer narrative:
(B)(4) date sent: 1/10/2017. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gall bladder procedure, the clips are delivered crooked. Clips are delivered "accrossed." Another like device was used to complete the procedure. There were no adverse consequences for the patient.